Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05046. It was reported the patient experienced ineffective stimulation due to high impedances. The patient states that he does trip and fall frequently. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established.